Event description:
Reporter states that, he had three surgical mesh implants in (B)(6) 2015 and since then, he has been having numerous complications. He says his complications range from infection, gastrointestinal disorder, nerves and blood vessels damage to the genital and lower extremities, and persistent pain. He says he would appreciate if FDA could look into the effectiveness of these devices.